Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, after the snaplock leaked and the catheter was removed and replaced with a new kit, the snaplock leaked again. Therefore, the user again removed the catheter with snaplock adaptor and replaced with another new kit (the third one), by which no leak occurred.

Event description:
It was reported that, after the snaplock leaked and the catheter was removed and replaced with a new kit, the snaplock leaked again. Therefore, the user again removed the catheter with snaplock adaptor and replaced with another new kit (the third one), by which no leak occurred.

Manufacturer narrative:
(B)(4). A device history record review was performed on the snaplock assembly with no relevant findings. The customer reported that the snaplock assembly was leaking. The customer returned one flat filter, one snaplock assembly, a partial epidural catheter, and lidstock. The components were received connected together (reference files inp1900075241). The returned flat filter and snaplock assembly were visually examined with and without magnification. Both the filter and snaplock assembly appear typical with no defects or anomalies observed. A functional flow test was performed on the returned snaplock assembly per amrq-000017 rev. 7; section 7.8. A lab epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref (B)(4) and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds (c05180). No leak was detected. The reported complaint of a leak from the snaplock could not be confirmed based on the sample received. A device history record review was performed on the snaplock assembly with no evidence to suggest a manufacturing related issue. The returned snaplock assembly passed a functional leak test. Therefore, based on this, there were no functional issues found with the returned sample.